Event description:
It was reported that there was a sudden rise in the lead pacing threshold. Therefore, the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. It was also noted that the blood in the distal likely entered through the is-1 pin as no insulation breach was observed.